Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance anomaly. No additional adverse patient effects were reported. At this time, no further information is available from the field.